Manufacturer narrative:
(B)(4). The product was not requested for investigation as the failure is known and was investigated under a similar complaint. Leakage at the luer lock of the blood inlet connector is most probably caused by a crack. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing. Most probable cause would be excessive external physical force or inner material stress. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
The customer reported a leak at the luer of the venous inlet. Upon priming the disposable. There was no patient contact. (B)(4).